Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via the left common femoral artery. The 100% stenosed de novo target lesion was located in the severely tortuous and severely calcified superficial femoral artery. The 5.0-40.0, 80 wanda balloon was advanced to pre-dilate the target lesion. The balloon ruptured at 10 atms on the 1st inflation. The ruptured balloon was removed intact and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's condition is good. This product is only ous approved but it is similar to a marketed u.s. Device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).